Event description:
The event is reported as: complaint alleges that the cap for the pressure manometer connection keeps dislodging. Complaint states that there was a serious issue when they were resuscitating a baby in the nicu where the cap became dislodged and they could not ventilate properly. No reported pt injury or intervention.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate. A follow-up report will be sent when investigation is completed.